Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unknown mentor saline prosthesis. Manufacturer¿s reference number: (B)(4)

Event description:
On (B)(6) 2018, two unknown mentor saline prostheses was received by the mentor failure analysis lab with no accompanying information. The devices could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why these devices were returned to mentor. A preliminary visual inspection indicates the devices were deflated. However, the return of a device can be characteristic of an event requiring medical device removal due to deflation. As a result, this will be conservatively reported to FDA. (See 1645337-2018-02127 for report on contralateral prosthesis)

Manufacturer narrative:
The investigation of the returned product was completed by the failure analysis lab on 6/22/2018. Device evaluation summary: on 3/10/2018, two unknown mentor saline prostheses was received by the mentor failure analysis lab with no accompanying information. Upon receipt by mentor, the device returned without fluid. Brown material was observed within the device. No foreign material was observed on the shell surface. Upon initial inspection, the device appears intact. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, the product evaluation team was precluded from further evaluating the device. The complaint could not be confirmed since there is no event to compare with. At this point, is not possible to determine a root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).